Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the detached fiber tip event. However, it was observed that the tip was protruding from the metal cap, indicating glue failure on the metal cap. Additionally, the fiber tip/cap exhibited severe debris on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the severe debris adhesion identified on the surface of the fiber tip/cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including fiber cap/tip glue failure. The instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, there was no fiber tip detachment during analysis, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed metal cap glue failure resulting in a protruding fiber tip. A completed risk review indicated that the events of fiber cap/tip break/detachment inside the patient and epoxy failure are known events defined in the product's risk management documentation. The failure of glass cap detachment may result in forward firing, and the risk of forward firing is defined in the product's risk management. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported detached fiber tip.

Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the fiber tip came off after 8 minutes 15 seconds and 84,897 joules of use. The fiber tip was quickly recovered. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the fiber tip came off after 8 minutes 15 seconds and 84,897 joules of use. The fiber tip was quickly recovered. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.